Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. A service and repair history record review was attempted for the reported device. The review could not be completed because the device is a lot/batch controlled item. The release to warehouse date is mar 1, 2006. A device history record review was performed. Manufacturing location: (B)(4). Date of manufacture: may 19, 2006. (B)(4) lot number a7pa20. The review of device history records for lot number a7pa20 showed there were three work orders associated with this lot. There were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All (B)(4) parts of the lots were checked 100% for ctq features and for function at the final inspection on may 18, 2006. Manufacturing date and final inspection date for all three work orders are the same. No non-conformances were generated during the production of the lot. The subject device has been received and is currently undergoing investigation. The results of the investigation are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a level l5-s1 anterior lumbar interbody fusion (alif) procedure on (B)(6) 2016, the 17mm alif trial spacer-rasp quick release threading broke. The breakage caused the trial head to no longer be in the locked position, preventing the trial head from locking and the trial from working properly. The surgeon was able to use the next size alif trial spacer to successfully complete the procedure with no patient adverse event. There were no fragments generated; the threads stayed in the spacer head. There was a two (2) minute surgical delay due to the reported event. The procedure was completed successfully with no adverse effect to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was performed: one alif trial spacer rasp-quick release 17mm height (part number: 03.808.106, lot number: a7pa20, mfg date: 19may2006). The subject device was received with the following complaint description: ¿during a l5-s1 anterior lumbar interbody fusion (alif) procedure on (B)(6) 2016, the 17mm alif trial spacer-rasp quick release threading broke. This breakage caused the trial head to no longer be in the locked position, preventing the trial head from locking and the trial from working properly. The surgeon was able to use the next size alif trial spacer to successfully complete the procedure with no patient adverse event. There were no fragments, the threads stayed in the spacer head. The complaint condition is confirmed. A visual inspection, service and repair evaluation and drawing review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The service and repair technician reported the threads were broken. Worn out parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The evaluation was confirmed. No service history review can be performed as part number 03.808.106 with lot number(s) a7pa20 is a lot/batch controlled item. The service history review is unconfirmed. The alif rasp is an instrument used to remove superficial layers of cartilaginous endplates during alif (anterior lumbar interbody fusion). The cutting surface is designed to quickly remove tissue without being overly aggressive. The instrument can also be utilized after discectomy in conjunction with final spacer size determination in order to select the appropriately sized implant. The returned complaint device was received with a broken threaded region of the shaft broken off onto the headpiece. The balance of the device is in fair condition with some wear and tear. The complaint condition is confirmed. The applicable product drawings were reviewed during the investigation; the design, materials and finishing processes were found to be appropriate for the intended use of these devices. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No definitive root cause was able to be determined with the given details. It is possible that the complaint condition is the cumulative effect of the raps being exposed to excessive and/or off-axis forces throughout its time in use. Omit previous serial number. Omit previous lot number and replace with supplier lot: (B)(4), synthes lot: 5252406, 5252408, 5252411. Omit previous UDI and replace with UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was performed for the subject device. The customer reported the quick release threading broke, which prevented the head from locking. The repair technician reported the threads were broken. Worn out parts is the reason for repair. The item is not repairable. The cause of the issue is unknown. The device will be sent to customer quality for further investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.